Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The olympus service center confirmed the lamp error ab switch was caused by the wrong type of lamp installed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that it was the effect of installing the wrong type of lamp by an unauthorized person. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) visited the customer facility to perform inspection. The fse replaced the halogen lamps to troubleshoot, however, the device continued to display the customer reported lamp error a and b. The subject device will be forwarded to the olympus repair center for further evaluation. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed via repair request that the customer video system displayed a ¿lamp error a and b¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.